Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Following inflation of an aviator plus balloon, a dissection occurred at the lesion. Also, during removal of the balloon through the sheath, resistance was felt. The shaft of the device was separated at its exit port after the distal end of the balloon come out of the sheath. The device was not inside the patient when the separation occurred. It is unknown how the dissection was treated. There was no additional injury reported. The target lesion was in-stent-restenosis (stent details unknown) in right superficial femoral artery with moderate calcification, mild tortuosity, and 99% stenosis. The products were properly inspected and prepped and no anomalies were noted. Approach was made from right femoral artery with a sheath introducer (non-cordis) and the lesion was crossed with a 0.014inch guidewire (non-cordis). An aviator plus balloon was delivered to the lesion. There was no difficulty advancing the balloon catheter through the introducer or over the guidewire to get to the lesion. The balloon was inflated at 10 atmospheres. An encore inflation device was used to inflate the balloon. The brand of contrast and contrast to saline ratio used in the procedure is unknown. It is unknown how long the balloon was inflated in the vessel. The aviator was removed from the patient. An angiogram showed a vessel dissection at the lesion. It is unknown if the dissection occurred at the site of the stent. The physician attempted to re-insert the aviator into the patient but there was a slight friction with the guidewire but it was able to cross the lesion. The lesion was inflated at eight atmospheres for five minutes. When the physician attempted to remove the aviator, there was strong resistance felt. After the distal end of the balloon came out of the sheath the physician pulled the shaft of the aviator strongly, this led to separation of the shaft of the aviator at its exit port. The balloon and guidewire were removed from the patient and the procedure finished. One non sterile catheter aviator plus .014 5.0x40 142cm was received coiled in a plastic bag. The inner body was separated from the catheter. No other damages were noted in the device. During microscopic analysis elongations were found in both ends of the separation section. Insertion withdrawal test could not be performed due to de device conditions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in angioplasty procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics (99% stenosis) may have contributed to this event. The reported ¿body/shaft-separated was confirmed¿ through analysis of the returned device; however, the reported ¿withdrawal difficulty through the guide catheter/sheath could not be confirmed due to the condition of the returned device. The exact cause could not be conclusively determined. Based on the information available for review, handling factors during removal of the device (¿the physician pulled the shaft of the aviator strongly¿) may have contributed to the separation of the device as evidenced by elongations noted at the point of separation. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Event description:
During use of an aviator plus balloon it was reported that after being inflated a dissection occurred at the lesion. Also, during removal of the balloon through the sheath, resistance was felt. The shaft of the device was separated at its exit port after the distal end of the balloon come out of the sheath. The device was not inside the patient when the separation occurred. The patient was a male but his age was unknown. The target lesion was in-stent-restenosis (details unknown) in right superficial femoral artery with moderate calcification, mild tortuosity, and 99% stenosis. The products were properly inspected and prepped and no anomalies were noted. Approach was made from right femoral artery with a sheath introducer (6f/10cm medikit's) and the lesion was crossed with a 0.014 inch guidewire (chevalier 14 universal, fmd). An aviator plus balloon was delivered to the lesion. There was no difficulty advancing the balloon catheter through the introducer or over the guidewire to get to the lesion. The balloon was inflated at 10 atmospheres. An encore inflation device was used to inflate the balloon. The brand of contrast used in the procedure is unknown and the contrast to saline ratio is unknown. It is unknown how long the balloon was inflated in the vessel. The aviator was removed from the patient. An angiogram showed a vessel dissection at the lesion. It is unknown if the dissection occurred at the site of the stent. The physician attempted to re-insert the aviator into the patient but there was a slight friction with the guidewire but it was able to cross the lesion. The lesion was inflated at 8 atm for 5min. When the physician attempted to remove the aviator, there was strong resistance felt.

Manufacturer narrative:
After the balloon came out of the sheath the physician pulled the shaft of the aviator strongly, this led to separation of the shaft of the aviator at its exit port. The balloon and guidewire were removed from the patient and the procedure finished. It is unknown how the dissection was treated. There was no reported patient injury. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant products - encore inflation device, 0.014 inch guidewire (chevalier 14 universal).